Event description:
It was reported that when the patient first got their implantable neurostimulator (ins) they thought they were supposed to feel the stimulation all of the time but they stopped feeling it. A couple of weeks ago the patient then went back to their doctor and their program was changed. It was noted that the patient did not feel the stimulation when moving around. It was also reported that when the programming was changed (3 or 4 weeks go) they felt a ¿zig zag, almost beside the machine¿ like electricity going through and moving beside the implant, sometimes when they were sitting or leaning towards the implant side or when lying down. The patient stated that their symptoms were helped a lot since they got the ins system. It was noted that before the implant they had leakage problem but now they knew when they had to go. The patient observed that the stimulation icon was on and was on program 4 at 1.4. Follow up information received 2 days later from the healthcare professional (hcp) reported that the patient had not informed their office of this issue ((B)(6) 2014). It was noted that the cause of the event was a change in programming. It was noted that the patient felt ¿electricity movement¿ by the battery placement after programming but felt no pain. The patient did programming themselves on (B)(6) 2014. Hospitalization was not required for the event. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fg25, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).